Event description:
Additional review determined that normal battery depletion and a lead/extension break were reported.

Manufacturer narrative:
(B)(4). Analysis of the extension model 748251, serial (B)(4), found no significant anomaly. The extension body was cut through and the product segmented. Analysis of the extension model 748251, serial (B)(4), found broken conductors in the distal end. Continuity was acceptable.

Manufacturer narrative:
Product ID 7436, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type extension; product ID 3387-40, lot # j0436998v, implanted: (B)(6) 2004, product type lead; product ID 3387-40, lot # j0436998v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was receiving therapy. The patient did not require hospitalization due to the event. It was noted the patient recovered without sequelae.

Event description:
It was reported that the patient experienced a loss of therapeutic effect, including "shaking" in her head and in her hands, beginning last fall and becoming progressively worse, to the point where the patient had a hard time writing. The patient saw her hcp in (B)(6) 2012 because of the tremors, and it was reported that the hcp "did something" to try to help, he increased something which temporarily helped with her head, but not her hands. It was unclear what had been done to help the patient. It was noted that the patient believed she was due to have her ins battery replaced. It was later reported that high impedances were seen on both extensions, and both extensions were replaced with new extensions. It was reported that there was no patient injury. It was reported that the patient received assistance and her concerns were resolved. It was also reported that the patient had concerns, but had an appointment scheduled for (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.